Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and this device has not been returned for analysis. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to a product performance issue. No additional adverse patient effects were reported.